Event description:
It was reported that the pump touch screen was cracked and and unreadable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.